Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02289 addresses the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, while cells were being collected from the patient's common bile duct, the brush "fell apart": bristles were observed to detach from the first brush. No bristles fell into the patient, however, as they were reported to have been pulled back into the sheath along with the brush. When the brush was removed from the patient, the nurse could not extend the brush from the sheath to expose the specimen. The same issue was reported to have occurred with a second rx cytology brush, and the procedure was completed successfully with a third. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula and thumb ring were detached from the pull wire, although crimping marks were identified on the handle cannula. The handle cannula was bent at the distal end. Part of the pull wire extended from the t-fitting and was kinked where it exited, but the brush still could be actuated using the pull wire. While the brush could not be extended completely per specification, it would be possible to obtain a sample. Under magnification, the brush showed no evidence of missing bristles, and no bristles appeared to be loose when tugged with tweezers. Furthermore, no loose bristles were found within the brush lumen. The condition of the returned device was not consistent with the complaint that bristles came loose and detached. The most probable root cause of the reported event and the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02289 addresses the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, while cells were being collected from the patient's common bile duct, the brush "fell apart": bristles were observed to detach from the first brush. No bristles fell into the patient, however, as they were reported to have been pulled back into the sheath along with the brush. When the brush was removed from the patient, the nurse could not extend the brush from the sheath to expose the specimen. The same issue was reported to have occurred with a second rx cytology brush, and the procedure was completed successfully with a third. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.